Manufacturer narrative:
This report is based on information provided by the biomed service engineer (bme) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the EKG had no signal. There was no reported patient involvement. The bme evaluated the device onsite. It was determined that this was a malfunction of the EKG lead cable set (m1673a, 3-lead ICU snaps (aami), which was replaced, and the device was returned to full functionality. The device remains at the customer's site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The customer's biomed engineer evaluated the device.

Event description:
It was reported to philips that the EKG has no signal. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.